Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not work. As a result, defibrillation would not be available, if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the device and was able to verify the reported issue. Stryker observed the device was missing the magnetic pin in the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. Stryker replaced the device's lid to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The cause of the reported issue was due to a missing magnet in the lid of the magnet. Replacement of the lid resolved the reported issue. The device was returned to the customer for use. Section g of supplemental medwatch report submitted 01/30/2025 indicates: follow up report #1 section g of supplemental medwatch report submitted 01/30/2025 should indicate: follow up report #2 section g of this supplemental medwatch report indicates follow up report #2 section g of this supplemental medwatch report should indicate #3, however internal system requirements prevent this.

Event description:
The customer contacted stryker to report that their device does not work. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device does not work. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer confirmed that there was no patient involvement in the reported event. Section b5, executive summary, has therefore been updated accordingly.